Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The steerable guide catheter referenced is filed under a separate medwatch report number.

Event description:
This is being filed to report the recurrent mr requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2021, to treat degenerative mitral regurgitation (mr) with a grade of 4+. Two clips were implanted, reducing mr to 2-3. The patient returned four days later with shortness of breath and the mr was noted to be increased to 4+. The clips were confirmed to be stable on both leaflets. A second procedure was performed on (B)(6) 2022. One clip was implanted, reducing mr to 3. It was noted there was a left to right flow from the atrial septal defect (asd) that occurred from the procedure on (B)(6) 2021. An amplatzer device was used as treatment. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a cause for the reported mitral regurgitation could not be determined. The reported dyspnea appears to be cascading effect of the mr. Dyspnea and mitral regurgitation are listed in the mitraclip instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.na.